Event description:
(B)(6) received product information that is not manufactured or imported by (B)(6). Please find the information and product enclosed. During clinical procedure loss of osseointegration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5156899.